Event description:
It was reported that the tip of the shear broke off during a thyroidectomy procedure. It did not fall into the patient. It fell off when scrub tech went to tighten the device outside of the patient. It was retrieved immediately. A new device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.